Manufacturer narrative:
(B)(4) as the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported. On the same day as the event onset, the patient was hospitalized for the event. Treatment details were not reported. Fourteen days after the event onset, extraneal and physioneal therapies were discontinued (current mode of dialysis therapy not reported). That same day, the patient was recovered from the peritonitis event. No additional information is available.